Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Ous MDR. After an implant period of approximately 19 months, oversensing without shocks was reported. The lead was explanted. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection multiple signs of wear along the lead body were found. In particular between 12.5 cm and 14.5 cm proximal to the lead tip as well as between 10.5 cm and 8.5 cm proximal to the lead tip the insulation was found rubbed trough. These damages can be considered as the root cause of the reported oversensing. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without diagnostic images and further information. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. In the course of the electrical analysis a broken contact of the inner conductor coil was measured. Further investigations demonstrated a fracture of the inner coil close to the df4 connector pin, which was most likely caused by overrotation of the inner coil during the retraction of the fixation helix. During the mechanical analysis a stylet intended to be used with this lead could not be properly introduced and advanced. Thus the fixation mechanism could not be investigated. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.